Manufacturer narrative:
The device br 16 014 has been inspected for investigation purpose. The tests performed confirmed that the user applied an excessive user force during cooperative mode which caused the observed issue. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a communication error occurred during the cooperative mode when the robot arm was moving axially and bumped into the connector. A surgery delay has been reported without any precision of the time lost.